Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation where the vibration box sits on the patient's back. The skin irritation was described as an open wound (cyst). It was reported that a bandaid was applied to the area and that a nurse was keeping the affected area clean. Follow-up indicated that the skin condition was getting better.